Event description:
It was reported that the cause of the event was a fall and there were high impedances. There was a break in the lead/extension. It was noted that there was an x-ray on (B)(6) 2012 and results were undetermined. There was reprogramming on (B)(6) 2012, impedances within normal limits and regained tremor control. There was a surgical revision on (B)(6) 2012 that was exploratory with extension and battery replacement. The patient symptoms included loss of benefit/impedances high. The patient did not require hospitalization and the patient outcome was reported as patient recovered without sequelae. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient lost therapeutic effect in (B)(6). High impedances were read at 4 volts. The patient was seen by his health care professional on (B)(6) and lost therapeutic effect (B)(6). X rays were reviewed and lead configuration was verified. It was reported by the health care professional that no reprogramming on (B)(6) would have caused a loss of therapy on (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 748240, lot#, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 748240, lot# , serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7438, lot#, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 7436, lot# serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3387-40, lot# j0118389v, implanted: (B)(6) 2002, product type: lead. Product ID: 3387-40, lot# j0118389v, implanted: (B)(6) 2002, product type: lead. (B)(4).